Manufacturer narrative:
Pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) on (B)(6) 2024 at 01:26:08.000. All buttons function properly. The j1 connector on pcba 1 was locked properly during visual inspection. Pump successfully downloaded traces and history files using thus. Pump properly paired guardian link transmitter. Linked with a test green plug sensor successful. No communication anomaly noted. Pump was cut open to perform visual inspection and found broken trace at pin#1 (vdd) at u1 keypad assembly. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay, scratched case, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case, broken battery tube threads, cracked end cap, serial number label missing, broken trace, and corroded battery tube. Alleged no communication between pump and transmitter not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump error 63 alarmed during self test and was confirmed in the formatted history files (variableinfo = 3) due to broken trace at pin#1 (vdd) at u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly and/or stuck button alarm, loss of communication between the transmitter and the pump also customer received lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-7020a, mmt-7811na. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl, mmt-7020a and mmt-7811na.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.